Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 3002806535-2017-01008, 3002806535-2017-01009. Concomitant medical products: 159575 oxford anatomic brg rt md, lot 845150; 161469 oxford twin-peg cemented, lot 028120; 154725 oxford uni tibial tray sz d, lot 543170. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised from partial to total knee system due to unknown reasons. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient underwent total knee arthroplasty. Infection was ruled out with synovasure. Patient had continued knee pain for 4 months with draining. Surgeon suspects metal allergy. Components were not loose and in good position. Surgeon converted to titanium vanguard components.